Event description:
Health professional reported a pt "had [a lap-band system] implanted. Was noncompliant with follow up care. Stopped all follow up two years ago prior having band fully deflated. Then returned to the office... Reporting a diagnosis of gastroparesis and desire to have band removed." The lap band system was explanted.

Manufacturer narrative:
Taper ii. (B)(4). The reporter of the complaint was asked to return the product for analysis. The device has not yet been received by allergan. Based upon the model number, serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. Gastroparesis is a surgical/physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling: "dietary and behavior modification counseling and frequent, long-term follow-up are required for all pts after weight-loss surgery." "Contraindications 13. Pts who are unable or unwilling to comply with dietary restrictions that are required by this procedure." "Warnings 6. Ps should be advised that the lap-band ap system is a long-term implant. Explant (removal) and replacement surgery may be indicated at any time. Medical management of adverse reactions may include explantation. Revision surgery for explantation and replacement may also be indicated to achieve pt satisfaction."